Manufacturer narrative:
The company rep examined the system and found system messages (sm) 1014 (red stop sign), 3427 (infusion pressure surges detected), and 6208 (inlet pressure is unstable). The company rep noted the wall nitrogen comes directly from the wall through pressure gauges and then directly into the system. The company rep advised the customer this may cause pressure instability and recommended the proper hardware needs to be installed to assure proper nitrogen flow. The system was then tested and met all product specifications. The company rep stated five cases were completed that day with no problems noted. The root cause is unk. (B)(4).

Event description:
A nurse reported the system displayed a red stop sign and a vapor lock was also received. The system was rebooted and the case was completed. There was a reported delay of 20 minutes while troubleshooting was performed. There was no pt harm reported.